Event description:
It was reported that the ICD exhibited numerous inappropriate auto mode switch episodes due to far field oversensing. Induced arrhythmia was caused by pacing directly after t-wave, as a result two ventricular tachycardia episodes were diagnosed and treated successfully with atp therapy. Programming changes were made to resolve the issue.

Event description:
New information received noted that the asymptomatic patient presented in clinic for follow up on (B)(6) 2017. Upon interrogation, the implantable cardioverter defibrillator exhibited competitive atrial pacing resulting in inappropriate ams episodes once again. Programing changes were made to resolve the issue. The patient was stable before, during, and after device interrogation and will continue to be monitored.